Event description:
It was reported that the patient implanted with this lead experienced chest pain shortly after implant. A perforation was suspected, so a surgical intervention was performed and the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.